Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 analyzer. On (B)(6) 2023: initial result: 1.21 miu/ml. 1st repeat result: 1.24 miu/ml. On (B)(6) 2023: a new sample was drawn from the patient and tested. The result was 9009 miu/ml. The original sample was then pulled out and repeated. The following results were obtained: 2nd repeat result: 2755 miu/ml. 3rd repeat result: 2822 miu/ml. The 2nd and the 3rd repeat results were deemed to be correct.

Manufacturer narrative:
The hcg+b reagent lot number was 66436305 with an expiration date of 31-may-2024. The measuring cell was replaced on 27-apr-2023. Last calibration was performed on 03-aug-2023 and it was acceptable with no alarms. The alarm trace showed sample low liquid detection alarms. These are indicators of possible poor sample quality. The field service engineer (fse) found an issue with the sample/reagent probe tubing. The fse replaced the probe tubing. The fse did performance check and the instrument was performing within specifications. The customer performed qc and it was acceptable. The customer then tested patients samples for cross-checking and no issues were reported. The service actions (replacing the probe tubing) resolved the issue.